Event description:
The manufacturer received information alleging a trilogy ev300 ventilator was returned to the manufacturer's service center for internal flow sensor failure. There was no harm or injury reported. The customer¿s complaint was confirmed on evaluation; the internal flow sensor failed due to environmental debris and circuit calibration failed. The device's flow sensor required replacement to address the issue.